Event description:
It was reported that during a port placement procedure, the catheter allegedly kinked. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one powerport MRI isp implantable port assembled with a cath-lock and catheter was returned for evaluation. Visual, tactile and functional evaluations were performed on the returned device. Slight bending was found in the attached catheter. Therefore, the investigation is confirmed for the reported catheter kink issue. Review by the manufacturing site determined that the condition is related to the process of placing the catheter inside the tray and sealing, as excessive entanglement of the catheter causes kinks in the catheter. Therefore, the cause of this condition is related to manufacturing. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using powerport isp MRI 8cf int. W/sp, att, sl. During the procedure, the catheter allegedly kinked. There was no reported patient injury.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using powerport isp MRI 8cf int. W/sp, att, sl. During the procedure, the catheter allegedly kinked. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one powerport isp MRI implantable port attached to a cath-lock and a catheter and few other components were returned for evaluation. Visual, tactile and functional evaluations were performed on the returned device. No kinks or other anomalies were noted throughout the attached catheter. Therefore, the investigation is unconfirmed for the reported catheter kink issue as no anomalies were observed during sample evaluation. A definitive root cause could not be determined based upon the provided information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.